Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that review of the patient's log file showed no external power alarms while attached to the mobile power unit (mpu).this can be caused by the power to the mpu being briefly interrupted which may be due to the power cord coming loose from the mpu connection, coming loose from the wall outlet, or from the house losing power. It was reported that the patient has the safety v-locking power cord and re-education was provided to the patient and their family. Information regarding the cause of the no external power event was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power events occurring, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. No product was returned for evaluation. The log file contained approximately 24 days of patient event data. There was one period (approximately 7 minutes) where mpu output was lost. Multiple no external power events occurred during this period. The system was powered by the controller¿s backup battery during this period. The reason for the loss of mpu output was unable to be determined from the log file. The customer did not reply to requests for additional information regarding the mpu. No further information was provided. The manufacturer is closing the file on this event.